Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified two bard/davol perfix plug and ventralight st on (B)(6) 2012 and/or (B)(6) 2012 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d4, d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). This supplemental emdr represents the ventralight st mesh using echo ps (device 2). Additional supplemental emdrs were submitted to represent perfix plug (device 1) and ventralight st w/ echo mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified two bard/davol perfix plug and ventralight st on (B)(6) 2012 and/or (B)(6) 2012 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "incision is made through the scar above the umbilicus. The hernia sac is encountered, a perfix plug (device 1) was placed into the defect using sutures." On (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with the removal of old mesh (device 1) and implant of ventralight st mesh using echo ps (device 2). (Notes: no op notes were provided). On (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of mesh (device 2) and implant of ventralight st mesh using echo ps (device 3). Per op notes, "adhesions were removed it revealed a recurrent incisional hernia. It appeared that the mesh had migrated and was crinkled and not in appropriate position. Then the mesh was removed and placed a ventralight st mesh using echo ps (device 3) was placed to the abdominal wall using tacks."